Manufacturer narrative:
The field service engineer (fse) did not find a cause for the issue. Instrument performance testing results were successful. Unique identifier (UDI): (B)(4).

Event description:
The initial reporter complained of discrepant elecsys hcg stat (hcg stat) results for 1 patient sample tested on a cobas 6000 e 601 module. The initial result was 33 miu/ml. This result was reported outside of the laboratory. The sample was repeated with a result of 0.500 miu/ml with a data flag. The repeat result was believed to be correct. The hcg stat reagent lot number was 491930. The expiration date was not provided.

Manufacturer narrative:
The hcg stat reagent expiration date was 31-dec-2021. Calibration signals were lower than expected. No qc data was provided, however, the customer stated qc was within range prior to the event. No issues were identified during a review of the alarm trace data. The investigation did not identify a product problem. The cause of the event could not be determined.